Event description:
The report received from the affiliate indicated that the physician noted that the hub of the device (2.25x33mm cypher select plus stent) was cracked and leaking air during the first attempt to prep the stent. Additional details regarding this event are not available.

Manufacturer narrative:
Please note that this device is not distributed in the united states but it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. The device is available for testing and evaluation but the engineering report is not yet available. Additional info has also been requested and will be submitted within 30 days upon receipt.